Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating a failed battery test and cracked battery cap. The customer's blood glucose level was 130 mg/dl. The customer stated that when she does an infusion set change, the pump read battery low and failed battery test. The customer stated that she changed the batteries and received a battery out limit. The customer will be sent a replacement battery cap. The customer was advised to call back to troubleshoot.